Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.2 inspection of the endoscope and section 3.6 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 9. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion tube for abnormal swelling, bulges, dents or other irregularities. [Inspection of the objective lens cleaning function] ¿inspection of the spray valve function 1. While covering the spray valve hole with your finger, depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step) and confirm that emission of water spray is observed in the entire endoscopic image.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; the guide pin of the electrical connector was missing. In addition to the foreign material found in the nozzle, the evaluation findings are as follows: the bending section cover had a scratch, the adhesive on the bending section cover had a crack and white-clouded area, the image guide protector was damaged, the adhesive around the light guide lens was peeled and had a scratch, the electrical connector had discoloration due to water leakage, the plastic distal end cover had a dent and the connecting tube had a scratch. Additional information obtained identifies the product was cleaned, disinfected, and sterilized before it was sent to olympus. The customer did notice any foreign material. There was no delay/time lag between the end of clinical use and the start of pre-cleaning. It was unknown if the customer flushed the air/water nozzle with water. There were no abnormalities in the accessories used for reprocessing. The customer did not wipe/brush the air/water nozzle with a clean lint free cloth, brush or sponge. It was unknown if the customer flushed the air/water nozzle with detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus on that the evis lucera gastrointestinal videoscope had a damaged index of the electrical connector. The device was returned and during the evaluation, the following reportable malfunction was identified: foreign material was found in the nozzle. There were no reports of patient harm.